Event description:
The facility's biomed engineer reported an infusion pump with a 538 failure code. The biomed stated that there has been no report of any pt incident involving this pump since the last baxter svc event. Info was requested by baxter regarding whether or not the incident occurred during pt use or during biomed testing, but no additional info was available. Additional contact info was requested but no additional contact was identified.